Manufacturer narrative:
Additional information: h6: type of investigation (add code), h11. H11: a review of the event history log (ehl) revealed infusion at recommended parameters. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition. The device was tested for volume accuracy and delivered within specification. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed the volume accuracy test with a value of 21.239 ml (expected volume was not provided). There was no patient involvement. No additional information is available.